Manufacturer narrative:
.

Event description:
Study. Device malfunction: none. Symptoms/ae: non-st myocardial infarction. Time of symptoms: peri-procedure. It was reported that the patient complained of chest pains when she came to the catheterization lab to have elective left internal carotid artery (lica) and a left common iliac stenting (non-abbott stent) procedures. Patient underwent diagnostic cardiac catheterization prior to undergoing the stenting procedures. After the successful stenting procedure, the patient was bradycardic and experienced right arm pain and paresthesia, which was found to be preexisting. The bradycardia and right arm pain was resolved within 2 days. Were elevated and the patient was diagnosed with peri-procedural non-st myocardial infarction (mi). The physician stated the mi was probably related to the procedure. No additional information is available.